Event description:
A blood glucose test was performed on a pt and a result of 26mg/dl was received. 15 minutes later a follow up test was performed and the result was 170mg/dl. 5 minutes later a lab correlation was performed and the result was 181mg/dl. The pocc believes that the problem was an under dosed glucose strip. Controls were stated to be in range. A request was made for the return of the suspect device and replacement product was sent.